Event description:
It was reported that oversensing was noted on this lead. No intervention is done yet. Indication for tachy therapy is under discussion.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded a stable pacing impedance of 600 ohms and stable shock impedance of 100 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The provided x-ray images showed the implanted leads in several loops in the pocket area. In the distal area, the rv lead showed three slight bending points. No other anomalies were found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.